Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise which triggered a signal artifact monitor (sam) episode on the associated device. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.